Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm 069 (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: a hard ¿cs69¿ alarm was reproduced when the pump was powered up. The pump was unable to recover from the "cs69" after reboot. The ¿cs69¿ failure is defined as a language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The error is resident to flash chip (u39). The failure is under investigation under CAPA# (B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.